Event description:
Ref: 2183959-2009-00109. (B)(4), site 106, subject # 703. An elevate anterior was implanted on (B)(6) 2009. On (B)(6) 2009, the patient was experiencing some post void residuals. No intervention was prescribed. On (B)(6) 2009, the patient reported experiencing a uti. The patient was given antibiotics, the event resolved on (B)(6) 2009. Additional information received on (B)(6) 2010 reports the patient had an allergic reaction to the antibiotics used to treat her uti. The patient was admitted to the hospital at her request for treatment of allergic skin reaction to the antibiotics. Patient returned for a follow-up visit on (B)(6) 2010 and reported she has fully recovered.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.